Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an aortic dissection was observed in the ascending aorta. The procedure was converted to a thoracotomy. An aortic blood vessel prosthesis was implanted and the aortic valve was replaced. Per the physician, the dissection was caused by catheter operation and valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial #: (B)(4), ubd: 17-nov-2022, UDI#: (B)(4). Product analysis: the products were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.